Event description:
It was reported at the user facility during set up the tip of the device broke. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported at the user facility during set up the tip of the device broke. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.